Event description:
See MDR 1036844-2013-00371 for the first issue. It was reported that during removal of the swg from the catheter the swg kinked. The event occurred in the ICU and the insertion site was the right ij of a female patient. As a result, all components were removed and a new kit was opened. See MDR 1036844-2013-00373 for the third attempt. A fourth kit was opened and used to complete the procedure. It is unk if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).